Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer took a manual injection. The customer stated that the elevated bg level was due to use error, as the customer had forgotten to deliver a bolus. At the time of the call, the customer's bg level was reported to be under control.